Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A nurse reported during flap creation the vacuum was lost which caused the patient interface to fall off. There was no harm to the patient.

Manufacturer narrative:
Additional information provided. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).